Manufacturer narrative:
This report is submitted on november 12, 2019.

Event description:
Per the clinic, the device was explanted (date not reported) due to the patient requiring MRI monitoring for an unrelated medical condition. There are currently no plans to reimplant the patient.

Manufacturer narrative:
This report is submitted november 28, 2019. - attachment: [157712 device analysis report reg.pdf].